Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy atp for t-wave oversensing. The r-wave amplitude had dropped. Technical services recommends chest x-rays for a suspected lead dislodgement. The lead remains implanted.